Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge damage issue could not be verified as no cartridge was returned for investigation; however, the cartridge change error issue was verified. Additionally, the rack pushrod issue was confirmed but no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred and was discovered that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump but also inadvertently removed the rubber gauge around the rack pushrod which led to difficulties loading cartridges. As a result the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 200 mg/dl.